Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate from (B)(6) reported that the customer's blood glucose readings were not being stored in the memory of the contour next link 2.4 meter. During call, upon the customer service agent's request, the customer performed a blood glucose test and the reading was properly stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. In-house testing was performed using the returned meter with in-house contour next test strips and in-house breeze2 control solution to simulate blood test. All readings obtained during in-house testing were properly stored in meter's memory.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. A device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.